Event description:
Per complaint (B)(4), a dental implant was stripped upon initial placement by a tightly welded abutment. While attempting to unscrew, the implant spun out of the osteotomy. The implant was explanted within the same procedure. The patient did not experience any adverse consequences.